Event description:
A "volume loss" alarm was noted following insertion of an intra-aortic balloon catheter. Another intra-aortic balloon was placed without incident. There were no pt complication involved. No further details could be obtained regarding the circumstances surrounding this event. The device was received, evaluated and retained by this MFR. The engineering eval indicated the catheter was received with the balloon unfurled and evidence of wing set memory was present. The catheter was extremely clean with no evidence of biological contamination. Microscopic exam revealed no anomalies or abrasions of the balloon material. Although the user facility questioned a balloon rupture, co was unable to duplicate the difficulties encountered with this device. Since co was unable to determine the exact cause for this event, co does not attribute it to the device.